Event description:
It was reported that the patient had a revision surgery due to her connector "wasn't in the right place". The physician "couldn't reach the nerve endings" so the connector's location was not corrected. Further information is being requested from the hcp.